Manufacturer narrative:
E1: full name and address; (B)(6). Facility zip code: (B)(6). E2/e3 not provided. The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
Customer reported with an issue of " cable damaged" (cut,) .there was no patient impact, no harm reported due to the event.

Event description:
Customer reported with an issue of " cable damaged" (cut,) .there was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed. Cut on the cable was observed. In addition, water invasion, leak, cable flooding and corrosion on the video connectors contact point were noted. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU),: handling of the device (caution) ¿ do not apply strong force or shock to any part of the camera head. It may cause the device to malfunction. - do not strongly grip, pull, twist, or squeeze the camera cable. Also, do not make small bends (less than 20 cm in diameter). - do not apply strong shocks to the camera head or the video connector where the electrical contacts are located. ¿ when bundling camera cables, wind them in such a way that they do not twist. Alternating the top and bottom of the cable loop overlap will allow you to wind the cable without twisting it. When straightening the cable, release the loops slowly without pulling on the cable. Failure to do so may cause the device to malfunction. A definitive root cause cannot be identified on the reported phenomenon . However, based on the results of the investigation, damage observed on the device and therefore, the device specifications were not met. The failure identified is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.